Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was in need of MRI but had lost their programmer and communicator, so they had no way of turning therapy off. A week ago today an MRI tech attempted to perform an MRI scan, but it was too uncomfortable for the patient so they had to stop. The caller reported that the discomfort was only temporary at the time of the scan, and the patient was no longer experiencing discomfort. The agent reviewed the lost/stolen information, and the caller wished to be transferred to sunmed. Further clarification was provided by the agent. The caller stated "they tried to do it (MRI) with the way it was now (meaning therapy was not turned off or in MRI mode), and it just became too uncomfortable".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.